Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon investigation the monitor failed essential performance testing and displayed a service code 203: pulse test fault. The cause for the failure was isolated to an intermittent defibrillator pca. The root cause for the intermittent defib board could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.